Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This report of a system error 2240 alarm was not confirmed and the cause was not identified because the sample was not returned for evaluation. The lot number is unknown; therefore, a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4) and (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display. The technical service representative (tsr) explained the alarm. The nurse has already cleared the alarm. The nurse stated that the home patient (hp) has gone to the doctor to have the catheter checked. The hc unit was operational. No patient injury or medical intervention was indicated at the time of the initial report.